Event description:
During needle local procedures using biopsy needle, images may become "black" (void of image data) when the needle is placed in the breast and x-ray beam is directed straight through the hub of the needle. Similar incidents involving a homer mammalok gold biopsy needle have been reported on november 7, 2008 under MDR #2240869-2008-0025 and on november 11, 2008 under MDR# 2240869-2008-0026. (B)(4).

Manufacturer narrative:
Result: needle biopsy guide.